Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating that device had "cord frayed with exposed wires". It is known the device was not used in surgery. It is not known that there was no injury or medical intervention. There was no additional info provided.